Manufacturer narrative:
This event is currently under investigation.

Event description:
Additional information received indicated that after endovascular aneurysm repair (evar) procedure for abdominal aortic aneurysm (aaa) a type 1b endoleak was confirmed upon computerized tomography angiography (cta) review. The endoleak was noted to be on the right side with significant right iliac aneurysm growth. The physician reported that there was "good graft seal" on initial placement. On (B)(6) 2016 the patient underwent a second procedure to extend the graft proximally. No further information was provided.

Manufacturer narrative:
Investigation - evaluation. A review of the complaint history, device history record, instructions for use (IFU), quality control and imaging review of the returned was conducted during the investigation. Imaging review: (B)(6) 2011: the presence of endoleak could not be assessed. No contrast was used. However, there is proximal seal length of 23 mm before the aaa begins. On (B)(6) 2013: progression of the disease with the neck length just 7 mm from the left renal artery. A small type 1a endoleak around the right aortic wall and a small type 2 endoleak from the patent inferior mesenteric artery are observed. On (B)(6) 2016:confirms a large type 1a endoleak and a persistent type 2 endoleak in the anterior sac from a patent inferior mesenteric artery. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings and precautions, and the correct deployment procedure: patient selection: ¿key anatomical elements that may affect exclusion of the aneurysm include severe proximal neck angulation¿, short proximal aortic neck¿, an inverted funnel shape¿, and circumferential thrombus and/or calcification at the arterial implantation sites, specifically the proximal aortic neck and the distal iliac artery interface. In the presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation.¿ patient counseling information: "all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g. Endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up.... At a minimum, annual imaging and adherence to routine postoperative follow-up requirement is required and should be considered a life-long commitment to the patient's health and well-being." Type 2 endoleaks are due to retrograde flow from aortic branches. The absence of sizing or deployment issues along with the presence of a proper proximal seal length suggest that a type 2 endoleak may have potentially contributed to growth of the aaa. The progression of the aneurysm resulted in the proximal main body device losing its required seal length and consequently the development of a type 1a endoleak. Based on the information provided, no product returned and results of the investigation the most likely root cause of the reported event may be related to the patient condition/ progression of disease. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. The absence of any sizing or deployment issues as well as a proper proximal seal length suggests that the type 2 endoleak may have contributed to growth of the aaa. The progression of the aneurysm resulted in the proximal main body device losing its required seal length and consequently the development of a type 1a endoleak. Type 2 endoleaks are due to retrograde flow from aortic branches and are defined as extrinsic to the endograft.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported after an endovascular aneurysm repair (evar) procedure, an endoleak was noted on (B)(6) 2016. It was also reported that "continual aortic degeneration caused the type 1 endoleak." The case was cancelled until after (B)(6). Additional information reported to the manufacturer on (B)(6) 2016 indicated a second procedure was done to extend the graft proximally.